Manufacturer narrative:
The mammostar biopsy site identifier is a sterile, single-patient use device that is placed into soft tissue during a biopsy procedure to radiographically mark a surgical location. In all cases, the mammostar biopsy site identifier is used in conjunction with a biopsy needle and other accessories to complete the biopsy procedure. No testing on the specific device has been conducted as the device was not returned for evaluation. A review of the device history record for this specific lot could not be performed because there was no lot number available associated with this complaint. Upon release, every lot is reviewed and certified to have met all specification requirements. Biocompatibility testing was conducted as part of the initial qualification of this device and was determined to be nonimmunogenic. Although it could not be concluded that this device caused or contributed to this event, it has been determined to be reportable pursuant to 21 cfr 803 due to the reported adverse event. As such, we are submitting this medwatch report. The information contained herein is being provided to FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.

Event description:
A retrospective chart review post market clinical follow-up study reported that hypersensitivity was observed with a probably association to the device or procedure. Clinical management was not reported resulting in a partial recovery. It was also noted that the procedure was carried out despite the presence of an infection, which is a known risk factor.